Event description:
Patient underwent right knee replacement on (B)(6) 2006. A hemovac drain was inserted in surgery. On (B)(6) 2006, while the surgeon was removing the hemovac catheter drain from patients knee, the catheter broke. The patient required a return to surgery to have the remaining catheter piece removed.